Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was above 400 mg/dl at the time of incident and current blood glucose was 132 mg/dl. The customer also had nausea. The customer was calling about the insulin pump was not delivering the right amount of insulin. The customer insisted to replace the insulin pump due to no delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer was treated with manual injection. Customer reports they did not contacted their health care professional regarding the high blood glucose. The devices will not be returned for analysis.